Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient had a mesh implanted on (B)(6) 2007 due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, bleeding, recurrence, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04376. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fecal incontinence and status post pelvic organ prolapse. It was reported that the patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2016 by (B)(6).

Event description:
It was reported that following insertion the patient experienced fecal incontinence and status post pelvic organ prolapse. It was reported that the patient underwent vaginal mesh excision and cystoscopy on (B)(6) 2016 by (B)(6).

Manufacturer narrative:
It was reported that patient underwent removal of tvt and prolift on (B)(6) 2017 by dr. (B)(6) at (B)(6) due to fibrosis and inflammation.